Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that patient's blood glucose at time of incident was 426 mg/dl. The customer declined high blood glucose troubleshooting. The customer reported that she has been experiencing no delivery alarms since saturday. Customer reports they are unable to troubleshoot at time of call. Customer reports alarm occurred during manual prime. The customer reported that the bottom of pump broke and fell off. The insulin pump will be returned for analysis.